Event description:
The customer reported that images would turn white during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter board. The system operates as intended.